Event description:
Patient reported nebulizer machine not working properly. Patient stated it takes too long to inhale. It should only take 5 to 7 minutes for the inhalation to complete. However, it is taking 40-45 minutes. Provided the manufacturer phone number for the replacement. Missed dose reported. No adverse events reported. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.